Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/16/2024 additional information was received from an arthrex employee via email who stated that the procedure performed was an anatomic tsa. The drill guide handle broke at the attachment site to the drill guide during routine use. Picture is attached. An arthrex rep was present. The patient's bone quality was good. There were no fragments left in the patient. Another handle from a univers set was used to complete the case. A minimum delay of 2 minutes but no additional anesthesia was needed.

Event description:
On 09/06/2024, it was reported by a distibutor via sems-(B)(4) that an ar-9215-1-03 universal quick connect handle broke off. This occurred during a case where another device was used to complete the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted that an ar-9215-1-03 universal quick connect handle had a broken tip, and the broken fragment remained in the mating device of unknown part number. Further visual inspection noted wear and tear to the device with superficial discoloration and faded laser markings observed. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing. Manufactured date: 19-nov-2021.